Event description:
It was reported that the during a pre-test, a streaky substance and white flakes were observed in the cuff of the device. No patient injury was reported.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the streaky substance and white flakes observed in the cuff is dried teflon spray. Teflon is inserted under the cuff to mitigate silicone's propensity to stick to itself. A review of the device history record confirmed that the proper settings was used to administer the teflon. The investigation did not identify a defect. No corrective actions are planned at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).